Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the wires are within the lumen; however, the distal tip of the left wire nearly protrudes through the serosa of the left fallopian tube.") In an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3, multi gravida, breast pain, vaginal discharge, menorrhagia, dysmenorrhea, abdominal pain, heavy menstrual bleeding, menstrual cramps, pelvic pain and obesity. On (B)(6) 2016,, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.719 kg/sqm. [Pathology test] on (B)(6) 2016: specimen (s) : uterus - uterus and bilateral fallopian tubes. Final diagnosis: uterus: uterus and bilateral fallopian tubes cervix with chronic inflammation. Proliferative endometrium. Myometrium and serosa with no pathologic changes. Fallopian tubes with essure device. Gross description: extending from each cornu into the proximal end of each fallopian tube are coiled metallic wires consistent with an essure sterilization device. The wires are within the lumen; however, the distal tip of the left wire nearly protrudes through the serosa of the left fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3, multi gravida, breast pain, vaginal discharge, menorrhagia, dysmenorrhea, abdominal pain, heavy menstrual bleeding, menstrual cramps, pelvic pain and obesity. On (B)(6) 2016, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.719 kg/sqm. [Pathology test] on (B)(6) 2016: specimen (s) : uterus - uterus and bilateral fallopian tubes. Final diagnosis: - uterus: uterus and bilateral fallopian tubes. - cervix with chronic inflammation. - proliferative endometrium. - myometrium and serosa with no pathologic changes. - fallopian tubes with essure device. Gross description: extending from each cornu into the proximal end of each fallopian tube are coiled metallic wires consistent with an essure sterilization device. The wires are within the lumen; however, the distal tip of the left wire nearly protrudes through the serosa of the left fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.